Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure, the patient coded. A avx® thrombectomy set was selected and used without any issue during the procedure. However, post procedure the patient coded and was treated by the rapid response team. No further patient complications were reported and the patient was discharged.